Event description:
Additional information received "c3-c6 laminectomy and c2-t1 posterior cervical fusion procedure was involved. There was one hour of surgical delay and no impact on patient outcome".

Manufacturer narrative:
Additional info: updated a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and upon arrival, the system exhibited a rotor mi salignment condition that prevented the door from opening. A comprehensive diagnostic evaluation was initiated, including the removal of all applicable system covers to allow full mechanical inspection. During in-depth troubleshooting, evidence was identified indicating that the door assembly had experienced an impact event, likely during transportation or a closing cycle. This impact resulted in misalignment of both the rotor assembly and the door opening and closing functions. Corrective action included precision realignment of the rotor and door actuation mechanism to their proper mechanical reference positions, followed by manual door release to safely restore access. During this process, a large piece of plastic debris was discovered lodged within the rotor drive assembly. The debris originated from the system¿s outer cover and was determined to have entered the drive path as a result of the same impact event. All foreign material was fully removed. Once mechanical obstructions were cleared, the door was opened fully and a complete rotor and system motion calibration was performed. This calibration successfully realigned all encoder values (a¿d) and restored proper synchronization across all movement axes. Post-calibration verification confirmed that the system was able to open, close, and rotate smoothly and within factory specifications. A full system checkout was then completed, with all functional tests passing successfully. The system was confirmed to be fully operational and was returned to the customer for clinical workflow without restriction. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the gantry was unable to open while around a patient. Troubleshooting, ts had site attempt to use open/close button on pendant with no resolution. Tried to hold yellow button and press buttons on the pendant with no resolution. When attempting to perform manual open door procedure, they saw a green circle in the alignment hole and attempted to ratchet clockwise, but site stated it sounded like something was "sheared" and were unable to see an open hole after attempts at ratchetting. No hole would come into view. Ts had site hard reboot system and attempt previous steps again with no resolution, open door message was present on the system. Patient was present. There was unknown surgical delay and impact on patient outcome.